Manufacturer narrative:
The follow-up was submitted to correct the patient identifier.

Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient acquired an infection at the ipg site following an implant procedure. The patient was hospitalized and treated with oral and IV antibiotics. Nevro had attempted to obtain additional information regarding the nature of the infection but was unsuccessful. Follow-up indicated that the patient has found effective therapy. There have been no further reports of complications.